Manufacturer narrative:
Device evaluation is not necessary because the reported events have been determined as not related to vns therapy.

Event description:
It was reported that the patient had an infection in her chest and neck from the vns implant procedure. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.